Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they experience 2 hypoglycemic incidents 8-10 months prior to calling (B)(6) 2018 to (B)(6) 2018). The first incident was 15 mg/dl. The second incident was 30 mg/dl. The customer stated that the insulin pump over-delivered during basal delivery. No further details were provided regarding the incidents. The customer had received assistance with programming their insulin pump.